Event description:
The complainant alleged that monitoring a female pt (age unk) with a three lead cable attached, the screen displayed a dotted line and a check electrode message. There is no indication of any adverse effect on pt.